Manufacturer narrative:
Four related fast-fix 360 curved needle delivery system device were not used for treatment but were returned for evaluation. The failed device was not returned. Three related complaints were opened. These three devices are new. Their shelf cartons were damaged but the contents were intact and remained sealed. The complaints stated: ¿the device misfired when it was deployed¿. The complaints were not confirmed. A sample was opened for visual and functional evaluation. There was no failure. The device deployed t1 followed by t2 as expected. No further action is warranted at this time. Complaint history review found no other reports for this lot related to this allegation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair procedure, the device misfired when it was deployed. A backup device was available to complete the procedure with no patient injuries. There was a delay of more than 30 minutes.